Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited early battery depletion. This device had ran out of battery and early battery indicator light came on. No fault code was noted. Boston scientific technical services (ts) suggested that it was the explant indicator reached. As of this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited early battery depletion. This device had ran out of battery and early battery indicator light came on. No fault code was noted. Boston scientific technical services (ts) suggested that it was the explant indicator reached. This device was explanted. No adverse patient effects were reported. The device was returned for analysis. Device analysis determined normal device operation. No visual irregularities noted, and normal battery depletion was noted.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics.